Event description:
The customer reported that the 9800 system had no video. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The 70 amp fuse on the snubber board was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.